Event description:
Related manufacturer reference number:2017865-2023-48414, related manufacturer reference number:2017865-2023-48415. It was reported that the right atrial lead had multiple mode switching episodes due to lead noise. During the procedure, it was noted there was an existing ra lead that was capped as well as an existing rv lead that had been repaired in the past due to insulation damage. The existing right atrial lead was disconnected from the device, and the helix screw was retracted, and the atrial lead was explanted from the body. The chronic capped ra lead was tested however, it was noted the insulation was damaged and exposed wires were present therefore the lead was deemed unusable and aborted as a possible option. The right atrial lead was explanted and replaced. The other ra and rv lead was capped and replaced. There were no patient consequences.